Manufacturer narrative:
Qn#(B)(4). MDR report key/report number 12532559. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint from maude database: it was reported "the light source from the single use green ruschlite metal laryngoscope blade fell off the blade when attempting to use on a patient. It was able to be retrieved and there was no adverse patient outcome". No patient harm or injury reported. Patient condition not reported.

Manufacturer narrative:
(B)(4).

Event description:
Complaint from maude database: it was reported "the light source from the single use green ruschlite metal laryngoscope blade fell off the blade when attempting to use on a patient. It was able to be retrieved and there was no adverse patient outcome". No patient harm or injury reported. Patient condition not reported.